Event description:
On (B)(6) 2007: initial surgery for total hip prosthesis. On (B)(6) 2009: revision 1 because of stem breakage. On (B)(6) 2009: revision 2 because of stem breakage.

Manufacturer narrative:
When the explanted implant is received at waldemar link, the following evaluations will be done: eval of subject: a non-destructive examination of the sp ii stem be performed for further investigations. Review of production and quality system records. This event occurred outside of the u.s and involved a product that was mfg outside of the u.s. However, because the link lubinus sp ii stem also is marketed in the u.s link is submitting this MDR to ensure full compliance with 21 cfr part 803.